Event description:
Customer states that they are getting unexpected negative reactions at the ahg phase with cell # 1 of panocell 16, lot #23238 when testing patient with history of anit-d.

Manufacturer narrative:
The anti-d was not a result of rhig stimulation. Customer called back to report testing cell # 1 with gammaclone anti-d gave positive results (2+s to 3+) at immediate spin (is) and ahg phase. Repeat testing with another patient with a history of anti-d gave positive results (2+) at the ahg phase with cell #1. Issue with patient sample or technologist error could not be ruled out. Customer sample was not returned for investigation. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.